Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were hi (in replace of hi a result of 500 was used), 259 and 110 mg/dl. Test were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.